Event description:
Caller from account was concerned about the accuracy of delivery of fluidto the final container. He stated that the unit had a device alarm when the unit pumped 647ml on station 3 which had been programmed to deliver 625ml (an error of 3.5%, within performance specifications of the unit.). When asked if there were any error messages, the caller stated he didn't remember. The unit was restarted and a no flow occurred on station 6 when 104ml had been pumped. When the start button was pushed the display immediately jumped to 180ml and then down to 177. The reporter told the caller that whenever a device alarm occurs, the operator's manual specifies that the final container must be discarded. The user was advised not to use the unit, which was swapped out. No patient involvement.